Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that rep had met with the pt about 2 weeks ago. Rep reset her differential target multiplexed (dtm) spinal cord stimulation settings and reviewed how to use her patient programmer correctly. The pt was only using group a and she had never even tried group b or c. Reviewed how to properly use the algorithm group a for 4-5 days, group b for 4-5 days and then use group c. Rep spoke to the pt on the phone last week and she was making changes to program 1 and program 2 etc. Rep reminded that the pt was not to change the individual programs but to use the group adjust feature if the tingles were too strong. She very confused as to how to use the programmer so reviewed over the phone again how to best use the device. Rep told the pt to call them if she had any questions at all and to keep a log of how much the device is helping.

Event description:
Additional information was received from the manufacturer representative (rep).the cause of the system moving to the left was unknown. The actions/interventions taken to resolve this is that another rep tried to reprogram the patient's device multiple times and they believe an x-ray was discussed. The rep is scheduled to see the patient next week for reprogramming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-jun-11, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said their lower back on both sides hurts; the stimulation wasn't helping with their pain, and said their back hurt during the call as well (level 3-4 pain). Patient services (pss) asked if it had been going on since implant, pt said at the beginning it helped, but now it wasn't helping. Pt said they told the doctor they wanted the ins removed, but then pt said the implant surgery was the seventh time they were cut open, and pt did not want to be cut open again so the ins was just going to stay in there. Pt said their rep told pt they should only experience 50% pain relief, and pt said if they were told that before the ins was put in, they never would have gotten ins. Pt also said they would not have had it done had they known about the grueling recovery of 3 months, where pt couldn't wear a bra, couldn't go anywhere or do anything without being in pain and was miserable every day for 3 months. On 2021-06-22, additional information was received from the patient reporting that it was unknown what circumstances led to the patient's lower back hurting. They stated that they didn't do anything or have anything done and they didn't do any heavy lifting. It was reported that the patient had their device programmed and reprogrammed 5 different times to try and address the issue. It was reported that it turned out that the system itself had moved to the left. The issue of the patient's back hurting had not been resolved.